Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading into the delivery tube. The surgeon used a third heartstring seal to complete the procedure. No pt complications were reported by the hospital.